Manufacturer narrative:
Additional information: h3 plant investigation: although the cycler was reported to be available for manufacturer evaluation, to date the complaint device has not been received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was evidence of dried fluid present within the cassette compartment on the pump door and on the top cover. However, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates around the catch post area and within cassette compartment. An accelerated stress test (ast) (3 hours) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. A post-ast (2 hours and 15 minutes) simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a valve actuation test, a system air leak test, a patient sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid in between the pump assembly and display assembly and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius technical support (ts) that a fluid leak occurred during a peritoneal dialysis (pd) patient¿s treatment. Prior to discovery of the fluid leak, an m75 volume error warning had occurred in addition to an m31 air detected in cassette alarm. The treatment was subsequently discontinued. The patient was re-setup with new supplies on a different cycler from the user facility. After being moved to a different cycler, the patient was able to complete their treatment. When the rn opened the cycler door of the first machine, they observed fluid leaking out. The rn informed the ts representative who then advised them to discontinue use of the cycler; a replacement cycler was issued to the facility. There was no visible damage (cracks, pinholes etc.) Found on the cassette. The rn was unsure what caused the leak. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The old cycler was available to be returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.